Event description:
Caller reported an occlusion alarm. There was no adverse impact to the customer's blood glucose level, although moderate ketones were reported. The customer resolved the issue by changing the infusion set and cartridge, resuming insulin.